Event description:
No additional info is available.

Manufacturer narrative:
The complaint has been reported under (B)(4). Updates have been performed to b4,b5, d4, d9, g3, g6, h2,h3, h4,h6 h10 . Review of the most recent repair record determined the device was out of calibration. The sleeve and shaft bearings were replaced and resolved the reported issue. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review (reference (B)(4) in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the grafts taken were not complete. The event occurred during surgery. There was no harm or delay. No adverse event was reported as a result of this malfunction.